Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high-definition 3cmos autoclavable camera head is "not making a connection when plugged in." There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. However, failed water leak test due to tiny hole in video cable was found. Based on the results of the investigation, the most probable cause of the additional discovered damages is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The hole in the cable may attribute to the reported event of "not making a connection when plugged in." Olympus will continue to monitor the performance of this device.

Event description:
The customer reported the high-definition 3cmos autoclavable camera head is "not making a connection when plugged in." There were no reports of patient harm.

Event description:
The customer reported the high-definition 3cmos autoclavable camera head is "not making a connection when plugged in." There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for follow up #1, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:27:28 edt to FDA esg and then did not progress. There were no fail (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.